Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon indicated that the connection part between cannula and syringe would get loose when attaching and removing the cannula before surgery. The components replaced and procedure completed with no patient impact.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. One opened cannula was visually inspected and was found to have no hub damage, however, the cannula was found to be bent. The sample was then functionally tested for luer taper and fit with a syringe and was found to be conforming for both functional tests. Due to the bent cannula, a functional air flow test could not be performed. An unused syringe was returned and visually inspected. Lab stock of a cannula was used to test the fitting of the syringe. Visual inspection confirmed that both devices tightly fit and no loose parts were detected. An investigation was completed on one returned syringe by the supplier. The suppliers translated report is attached to the parent file. The returned sample had no defect such as a crack, deform, or foreign material attached on the point of the syringe which leads to a weaker connection. A cannula from stock was connected on to the syringe, but no loose connection or abnormality was confirmed. The returned sample was inspected using a gauge under industrial standards specification. The sample was within the standard specification. The manufacturing inspection record was reviewed. There has been no change on the product lure taper and the management in the past year. The root cause of the customer's complaint could not be established as the samples met internal and supplier¿s specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: 2017-83520